Event description:
Customer reported very dark or black images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface pcb. System operates as intended. (B) (4).